Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
A plaintiff's attorney alleged that the decent experienced a cardiac and respiratory collapse on or about (B)(6) 2012 and subsequently expired after the use of the product.